Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2002 - the pt was implanted with a bard composix mesh and a non-davol mesh. Due to the defective products the pt suffered severe and permanent bodily injury. (B)(6) 2010 - the pt was implanted with two non-davol mesh. It is alleged that the pt suffered bodily injuries related to these procedures, ultimately resulting in death. The attorney's report alleges death, disability, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for eva. We have contacted the initial reporters to request additional information including pt information, copes of medical information/records and death certificate/autopsy report. This MDR includes all pt event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.